Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a no delivery alarm while trying to give himself a bolus and because of it, he experienced a high blood glucose. His blood glucose was 360 mg/dl at the time of the incident and is now 473 mg/dl. He treated with the pump. During troubleshooting for a no delivery alarm during bolus, the customer was advised to disconnect from the quick release and was assisted with performing a 5.0 unit fixed prime. He said that the insulin did exit. He was able to remove the set in order to test a portion site of the infusion set. The cannula was not bent. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion set. He was advised of possible site blockages and changed the set and reset fill cannula while on the phone. The insulin pump and the infusion set will not be returning for analysis.